Event description:
It was reported that the pk dissecting forceps instrument wire was noted to be separated during a da vinci surgical procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the both pitch up and down cables were frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. The conductor wires were intact and undamaged, but the drive cable was frayed. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.